Event description:
The device was use during a thoracoscopic lung biopsy procedure. Reportedly, the instrument was difficult to open and the cartridge disengaged. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.